Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement procedure, the tunneler allegedly found to be broken. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, the tunneler allegedly found to be broken. It was further reported that the tunneler allegedly snapped in half. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one tunneler and one protective sheath was returned for evaluation. Gross, microscopic visual and other evaluation were performed. The investigation is confirmed for the reported protective sheath fracture and material separation issues as the returned protective sheath was noted to have a complete circumferential break on the distal end was appeared to be jagged. A complete circumferential break was noted to the proximal end of the loaded protective sheath segment and the proximal tip of the tunneler was noted exposed. Furthermore, during the sample evaluation bends were noted throughout the tunneler body were considered to be an incidental findings since it was not related to the original reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.